Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 223 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was seen in the clinic on (B)(6) 2016 and skin breakdown and blister formation were noted at the left lower aspect of the pump pocket. The intrathecal baclofen was efficacious and the patient was experiencing no symptom return. There were no noted environmental, external, or patient factors that may have led or contributed to the issue. No troubleshooting was required. On (B)(6) 2016 the patient was taken to the operating room to revise the pocket and close the area of skin breakdown. A new anchor collet was connected to the existing catheter during the procedure. The issue was resolved. The patient status was reported as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.